Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a radiofrequency procedure, the external box and internal sterile package was found damaged and sterility was compromised. There was no patient involvement.